Event description:
It was reported that the pt underwent the fourth spinal procedure to implant posterior fixation from l2 to t9. Crosslink was also implanted. It was recently reported that fusion failed and the rod broke close to the implanted crosslink. Revision surgery is reportedly planned but is not confirmed.

Manufacturer narrative:
(B) (4): the lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The suspect devices in use are lot# w06g1984 and #w07a4581. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. This part is not approved for use in the united states; however, a like device catalog# 8699045, 510k# k981676 was cleared in the united states. Manufacture date for lot w06g1984 is 09/19/2006; manufacture date for lot w07a4581 is 02/22/2007. Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event.